Event description:
2025-aug-13 mpxr 1333184 (rep, hcp, for): information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a th11-l5 cement injection into 2a2b portion of the affected vertebra with 3a3b fixation due to l2 compression fracture. It was reported that while injecting cement into the left side of l1, cement filling was initiated before the outer sheath of the cement delivery device was properly fitted into the cement delivery guide. As a result, cement leaked from the side of the cement delivery guide. There was a delay of less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information was received that no abnormalities with the cement itself have been reported. Cement leakage was confirmed from the side for all instruments.

Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H3: product analysis of part # 55750027545, lot # h5744212 visual inspection confirmed the bone screw is stuck and still attached to the extenders and fns tip due to the dried cement. The leakage likely resulted from a failed attempt to deliver the cement into the vertebral body. ¿this regulatory report is being submitted due to retrospective review.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.